Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained using a 4.5f unknown manufacturer's parent sheath via the common femoral artery. The 100% stenosed target lesion was located in the right anterior tibial artery. A non bsc guide wire crossed the lesion then the coyote es mr 1.5mm x 20mm x 143cm balloon catheter ruptured at 6 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).